Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg was bulging out and causing pain at that site. Patient underwent surgical intervention during which the ipg was explanted and replaced. Therapy was restored post-op.